Event description:
It was reported that this pacemaker longevity was decreasing faster than expected. Technical services requested disk analysis for preliminary review of the device data, however the physician planned to schedule the patient to have a device replacement. The device remained in-service at this time. No adverse patient effects were reported. Additional information indicated this pacemaker was explanted and replaced due to suspected premature battery depletion, and was expected to be returned to the manufacturer for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of the device memory confirmed that the battery status was at beginning of life (bol) and had never declared elective replacement indicator (eri) while implanted. A longevity calculation was performed, and the reported values of power, capacity, and voltage were equivalent to their calculated counterparts, indicating the device was operating as expected. The memory noted normal battery depletion over use of device life. The allegation of early battery depletion was refuted through return device analysis.

Event description:
It was reported that this pacemaker longevity was decreasing faster than expected. Technical services requested disk analysis for preliminary review of the device data, however the physician planned to schedule the patient to have a device replacement. The device remained in-service at this time. No adverse patient effects were reported. Additional information indicated this pacemaker was explanted and replaced due to suspected premature battery depletion, and was expected to be returned to the manufacturer for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker longevity was decreasing faster than expected. Technical services requested disk analysis for preliminary review of the device data, however the physician planned to schedule the patient to have a device replacement. The device remained in-service at this time. No adverse patient effects were reported.